Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion and erosion. On (B)(6) 2012 the patient underwent a mesh revision due to pop. No additional information was provided.

Manufacturer narrative:
: It was reported that patient also underwent robotically assisted laparoscopic sacrocolpopexy with restorelle y-mesh, cystoscopy, posterior colporrhaphy, and perineorrhaphy on (B)(6) 2012 due to vault prolapse after hysterectomy with stage 3 cyctocele and stage 2 rectocele and sling mesh erosion.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.